Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The attempted to replicate the user complaint determine to successfully receive high/low glucose alarms using fsll version 2.5.3.6373 ((B)(4)) using a known good libre 2 sensor did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm when wearing the adc device using librelink. As a result, on (B)(6) 2022, the low glucose alarm did not alert and the customer experienced dizziness and had a seizure, and lost consciousness. The customer was provided glucagon sc, bread, and cola by a non -hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.